Event description:
Customer is saying the upholstery on the back right side of the wheelchair is ripping away from the screw in the back and caused him to almost fall backwards. The patient's mother said this is the second chair this has happened to. The first one ripped on the left side the same way, and he did actually fall backwards, hitting his head and leaving a bump the size of a goose egg.